Event description:
Additional information was received from a manufacturer representative (rep) stating they were unable to reset or connect to the ins. No decisions have been made regarding removal or replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) representative stating that the device is at eos and that it "blew up" and is no longer connected. Caller states the patient had mris done this year and had appropriate documentation for it, however this month, they had an MRI with an eos form for the wrong product. Caller states the MRI in march was at another facility. Caller was unsure when this began. Additional information was received from a manufacturer representative (rep) stating the device did not ¿blow up¿ and is still intact and implanted and there is no evidence of device fragmentation in the patient, the rep noted this was a poor choice on the caller¿s part and is confident this is a euphemism for the emi caused by the cardioversion to the implant resulting in the device is not working, and was poor word choice on the callers part. The patient is requiring multiple MRI¿s for unrelated prev iously documented mental issues and is able to have an MRI, techs just need to call and verify MRI eligibility per their facility policy as the device cannot be connected to show eligibility/enter MRI mode. The device has not been explanted and no new information on possible explant/replacement at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported they met with the patient in order to reset the device but was unable to. They reported the issue has not been resolved and patient will be discussing options with the healthcare provider (hcp). Rep reported the cardioversion was done on (B)(6) 2026. The location of paddle is epidural and the location of the implantable neurostimulator (ins) is on the right side of the buttocks. It was reported that patient's device has not worked since (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The patient had a cardioversion this morning and they were instructed to put the device on the lowest setting. Caller stated therapy is off and they are now getting a service code of 323. The caller was not with the patient at the time of the call. Rep noted the pt had recent cardioversion. Agent reviewed 323 message as it relates to cardioversion. Technical service specialist reviewed option to meet with patient and try to reset the implant. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.